Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Four unused devices were returned in their original sealed packaging. The devices that failed during the use reported by the customer were not returned. Per visual inspection, no visual defects were found in the returned devices. Functional leak testing was performed, and no problems were detected during the test. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a nasotracheal intubation of a patient it was discovered there was a "pierced" cuff. It was replaced with a second device from the same lot number. The second device was also "pierced". The device was replaced with a different manufacturer's product. The customer tested the reported devices in water in which a crack was observed in the same place. No adverse effects reported.